Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but two (2) photographs were returned for investigation. The photos were visually examined and the indicated failure mode for closure separation was observed. Additionally, twenty-nine (29) retention samples from bd inventory were sent to franklin lakes for r&d testing. The r&d retained sample test results were satisfactory. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the returned photo, however, retain sample analysis was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends h3 other text : see h. 10.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes that the rubber stopper remained in the tube when the hemogard closure was manually removed. There was no health impact or consequence reported.